Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient was in 100% at/af burden (counter had 194.2 days), but no episodes >1 minute. Data analysis was reviewed and determined this was a single bit flip in memory. The area of memory was purely diagnostic and will not affect device behavior. There were no resets or abnormal faults. Device remains in-service. No adverse patient effects were reported.